Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the synchroseal instrument turns off/flashes yellow on the tower randomly when trying to fire. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument passed seal test on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no failure reported in the logs review. Additional unrelated findings that not reported by site: visual inspection found the cut electrode thermally damaged on the jaw. There was no material missing. The instrument was placed on in house system and passed engagement and recognition tests. The seal test was performed and passed. Further, the instrument was found to have the jaw cover torn. The tears measured roughly 0.114" x 0.092". Visual inspection displayed no signs of missing fragments. There were no signs of thermal damage present at the end of any tears. The probable root cause of the thermally damaged cut electrode on the jaw was attributed to component failure. The probable root cause of the torn jaw cover was attributed to the user.